Manufacturer narrative:
Exemption number: e2015015. Instradent USA, inc is submitting the report on behalf of neodent - jjgc.

Event description:
(B)(4) - the dentist reported that, 2 years and 5 months after the dental implant was installed in intraoral region #5, its loss of osseointegration was observed.